Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number was not known therefore a DHR review could not be completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. A chest tube was required and the patient was hospitalized. The physician reported the ewc seemed to slip during navigation and he cancelled the case. It is unknown if the ba was tightened. The physician also reported the patient's CT scan was done one month prior to the case and he felt that patient's anatomy had changed since the scan. Physician does not attribute the pneumo to system or tools used. If additional information pertinent to the incident is obtained a follow-up report will be submitted.